Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a regular follow-up on (B)(6) 2018, the subject device was found programmed in vvi mode, with basic rate 70min-1, ventricular pacing 5.0v/0.35ms, and ventricular sensitivity 2.2mv, both unipolar. The previous follow-up was performed on (B)(6) 2018 in another hospital and the device was reportedly operated in vvi mode, with basic rate 60min-1. As there was no record of parameters reprogramming, it was considered that the pacemaker switched to standby mode. The physician measured the ventricular lead in bipolar setting and no abnormality was confirmed in lead impedance, r wave amplitude, nor ventricular threshold. The pacemaker was finally reprogrammed to the following parameters: vvi mode, basic rate 60min-1, ventricular pacing 2.5v/0.35ms and ventricular sensitivity 2.5mv, both bipolar.

Event description:
Reportedly, during a regular follow-up on 30 oct 2018, the subject device was found programmed in vvi mode, with basic rate 70min-1, ventricular pacing 5.0v/0.35ms, and ventricular sensitivity 2.2mv, both unipolar. The previous follow-up was performed on 18 oct 2018 in another hospital and the device was reportedly operated in vvi mode, with basic rate 60min-1. As there was no record of parameters reprogramming, it was considered that the pacemaker switched to standby mode. The physician measured the ventricular lead in bipolar setting and no abnormality was confirmed in lead impedance, r wave amplitude, nor ventricular threshold. The pacemaker was finally reprogrammed to the following parameters: vvi mode, basic rate 60min-1, ventricular pacing 2.5v/0.35ms and ventricular sensitivity 2.5mv, both bipolar. Preliminary analysis revealed some episodes of ventricular noise oversensing. The observed noise could originate from emi and/or myopotential sensing; however a ventricular lead issue could not be excluded.

Event description:
Reportedly, during a regular follow-up on (B)(6) 2018, the subject device was found programmed in vvi mode, with basic rate 70min-1, ventricular pacing 5.0v/0.35ms, and ventricular sensitivity 2.2mv, both unipolar. The previous follow-up was performed on (B)(6) 2018 in another hospital and the device was reportedly operated in vvi mode, with basic rate 60min-1. As there was no record of parameters reprogramming, it was considered that the pacemaker switched to standby mode. The physician measured the ventricular lead in bipolar setting and no abnormality was confirmed in lead impedance, r wave amplitude, nor ventricular threshold. The pacemaker was finally reprogrammed to the following parameters: vvi mode, basic rate 60min-1, ventricular pacing 2.5v/0.35ms and ventricular sensitivity 2.5mv, both bipolar. Preliminary analysis revealed some episodes of ventricular noise oversensing. The observed noise could originate from emi and/or myopotential sensing; however a ventricular lead issue could not be excluded.

Manufacturer narrative:
(B)(4)